Event description:
This is a case report received by (B)(6). It was reported that an aqualine, set was involved in an incident where blood was leaking into the blood pump as noted by a staff nurse. The machine was an aquarius gef08200, (B)(4). The nurse reported a "slice" in the blood pump tubing section. The aquarius machine did not alarm. The patient had therapy discontinued immediately. The blood could not be returned as the tubing set was compromised. There was no clinical harm observed.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known, therefore no device evaluation or batch review can be performed. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This is a complaint that refers to product aqualine tubing that had damage to the blood pump tubing section. The defective sample was not available. Without the defective sample the root cause could not be determined. The supplier cannot review the device history file of the involved lot because the lot number was unknown.